Event description:
The dealer called to get some parts and he stated that the chair was hit by a monster truck, and it leans to the left now. When cs asked if the end user was injured, he said quote not too badly end quote.